Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have passed the recognition and engagement tests. The instrument did not move intuitively with a full range of motion in all directions. The instrument's movements were imprecise (normal but non-exact within joint limits and in the expected direction with vibrations or small-scale dithering.) Visual inspection found no issues at the distal end of the instrument. Additionally, the instrument was found to have a loose pitch cable at the distal end. The instrument was also found to have a cracked clamping pulley at the proximal end. As a result, the pitch cable became loose.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the arm with the maryland bipolar forceps installed was not moving correctly. The arms on the patient side cart (psc) were not moving according to the surgeon's movement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.